Manufacturer narrative:
Approximate age of device, 6 years, 4 months. The patient remains ongoing with the replacement device. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient has experienced repetitive power spikes over the last several months. No alarms were reported. The laboratory parameters showed an increase of the lactate dehydrogenase (ldh) levels. Patient has had no clinical issues throughout time period. The clinic reported they suspected pump thrombosis. The patient underwent a pump exchange on (B)(6) 2019. The exchange was straight forward without any clinical issues. It was reported the surgeons identified some tissue formations inside the inflow cannula of the explanted pump and clinicians believe this contributed to the issue. The patient is reported as recovering. The explanted pump will not return for investigation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.